Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the black box and alarm history revealed no activity outside of normal use. The last basal delivery was recorded on (B)(6) 2013. The total daily doses added up correctly and reflected the programmed basal target. The pump powered on and displayed the verify screen as intended. During investigation, the pump was primed and exercised for 29 hours with no delivery interruption or alarms occurring. The force sensor was evaluated and found to be calibrated within specifications. An occlusion alarm was stimulated and the pump gave the appropriate visible and audible alert. Investigation did not reveal any pump malfunction. The pump was evaluated and found to be delivering insulin as intended.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 32 mmol/l with associated symptoms of being very thirsty, having frequent urination and feeling ¿ill¿. The patient reportedly injected rapid-acting insulin via pen to lower the bg. The patient reported presenting to an urgent care facility for treatment of the elevated bg. Details of treatment at the urgent care center were not provided. The patient stated that the infusion cannula had occluded and he attempted bolusing with insulin during the time that the cannula was occluded; however, the pump did not emit an occlusion alarm to warn the patient of the occlusion. During troubleshooting, the patient confirmed the occlusion alarm setting was set to ¿high¿ and there were no occlusion alarms recorded in the pump¿s alarm history. The patient was advised to discontinue insulin pump therapy and begin on an alternate method of insulin delivery; however, the patient stated he would continue to use the insulin pump against the advice of customer support. This complaint is being reported because the complaint remained unresolved with troubleshooting.